Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered pain, urinary problems, bowel problems, recurrence, dyspareunia, and neuromoscular problems.